Manufacturer narrative:
Device evaluation: the evaluation has not been completed. A f/u report will be submitted when the evaluation has been completed. Evaluation: conclusions: a f/u report will be submitted when the evaluation has been completed.

Event description:
The rotator broke during a left ventriculogram. Injector settings: flow: 11 ml/sec, volume: 33 cc, pressure: 949 psi. No harm or injury was reported.